Event description:
It was reported this was an arteriotomy closure of the mildly calcified left common femoral artery using two prostyle devices relative to a lower member peripheral angioplasty procedure using a 6f sheath. Reportedly, the suture was not retrieved when the plunger of the first prostyle device was removed. The prostyle device was exchanged for another prostyle device; however, the second prostyle device also presented the same problem. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.